Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the audio tone/vibration were not working (dual alarm failure). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/30/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the pump powered on with vibration but no audible sounds. The auditory alarm was set to ¿high¿ and no tone was heard. The pump was opened and a cold solder was found in the audible alarm circuit, causing sound loss. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.